Manufacturer narrative:
The alleged sample aliquot was provided by a different laboratory and possible sample quality and preanalytical issues cannot be excluded. The field service engineer carried out instrument performance testing which failed. After re-adjusting the high voltage adjustment of the photomultiplier the instrument performance testing was successful. The failing performance testing and adjustments to the photomultiplier had no relation to the issue with the discrepant probnp ii result. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys probnp ii assay on a cobas e 601 module. The sample initially resulted in a probnp ii value of 21.68 pg/ml. The patient sample was repeated, resulting in values of 5098 pg/ml and 5058 pg/ml. The initial questionable result was not reported outside of the laboratory. The probnp ii reagent lot and expiration date were requested but not provided.